Manufacturer narrative:
(B)(4). Batch # n55f4e. The analysis results found that the ats45 device was received with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test cartridge reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the endocutter partially fired on the second firing. The endocutter was removed from the tissue, the device partially cut the tissue and half of the staples were deployed. A second like endocutter was tried, fired on the first firing but partially fired on the second firing. The endocutter was removed from tissue and a third reload was used with the second endocutter to continue the procedure. There were no patient consequences reported.